Event description:
A report was received that the pt fell on her ipg and was experiencing communication difficulty with her remote control as well as charging difficulty. The physician felt the ipg was damaged during the fall therefore replaced it.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg revealed that no anomalies or deviations potentially related to the reported event occurred during manufacturing.